Manufacturer narrative:
Results: the returned benchmark was ovalized at approximately 20.0 cm, 82.0 cm, 93.0 cm, 94.0 cm, 96.0 cm and 98.0 cm from the hub. Conclusions: evaluation of the returned benchmark could not confirm a hole at the hub. During functional testing, air was flushed through the benchmark while it was submerged in bleach solution and air was not observed leaking from the device. Further investigation revealed that the catheter had ovalizations along its length. Based on the reported complaint, the ovalizations were likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, after advancing the benchmark into the neuron max 6f 088 long sheath (neuron max), the physician noticed a hole at the hub of the benchmark. Therefore, the benchmark was removed. The procedure was completed using a new benchmark with the same sheath. There was no report of an adverse effect to the patient.